Manufacturer narrative:
An event regarding revision involving a series 7000 standard tibia was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Not performed as medical records were not received for review with a clinical consultant.. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patients' right knee was revised due to loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(4). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patients' right knee was revised due to loosening.